Event description:
It was reported that a large volume folfusor leaked. The device had been filled with 5-fluorouracil. It was further reported the solution leaked onto the patient in their bed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 12, 2021 - august 13, 2021. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs was performed which did not show evidence of leak. The photos showed images of the device contained inside a plastic bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation with no fluid in the bladder. During visual inspection, it was noted a connector was attached to the folfusor's white flow restrictor. The connector is not a baxter product. A white cap was attached to the connector. The white cap is also not a baxter product. A crack was observed on the white cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, the connector and cracked white cap were removed from the sample, blue winged cap was attached to the flow restrictor. No evidence of leak were observed. When the cracked white cap was reattached to the connector, a leak was observed at the crack area of the white cap. The leak was from the non-baxter product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.